Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio observed that the connections going from the power board and system board were loose. Physio reseated the system board, power board, and therapy board connectors in the device. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not power on. There was patient use associated with the reported event; however, there were no reports of any adverse effects to the patient as a result of the reported issue. Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer.